Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced recurrent hypoglycemia with the ilet system, described as low glucose events occurring nightly and multiple times during the day after a prior factory reset and a period of stability. Symptoms included hypoglycemia. Outcomes included no hospitalization and no known injury beyond the reported hypoglycemia. Investigation included attempts to obtain information from the caregiver and a request to upload device data for review. Investigation of this case revealed insufficient information to identify a device malfunction or use-related issue. It was concluded that the cause of the hypoglycemia is unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.